Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor displayed a service code 105 (pulse test relay stuck). As received, the belt receptacle was pulled from the monitor case and was disconnected from the j1001 connector on the computer / analog (ca) board. The cause of the code 105 is the damaged receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse events resulted from the defective monitor.

Event description:
A us distributor reported that a patient had a damaged monitor case.